Event description:
Patient mother was doing g tube cares on the patient and asked if the g tube looked like it was coming out. Upon looking closer the g tube looked like it was sitting farther out than usual. I had the np [nurse practitioner] come and look at it and she said it was ok if I placed a new one. After I replaced the g tube with a new, working g tube I checked the balloon on the old one. When I put water into the balloon there was a huge hole in the balloon.